Event description:
During tka, after cutting tibia, when cutting distal end of femoral bone, the arm was locked and could not be controlled, as the arm j5 was vibrated near the cut plane. It could be moved but locked in the middle of the way when the trigger of the mics handpiece was pulled to move the arm. "Call service" was displayed and the arm could not be moved. Then the arm control was killed, try to use it again but it could not be used, it was assumed the j5 wire was in failure. The procedure was switched to a manual and completed. After procedure the auto arm check was performed but error was displayed and could not be done. Mako was not used but navigation was used. The service staff found the wire at j5 was loose, then he repaired it after the procedure.

Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported ¿during tka, after cutting tibia, when cutting distal end of femoral bone, the arm was locked and could not be controlled, as the arm j5 was vibrated near the cut plane. It could be moved but locked in the middle of the way when the trigger of the mics handpiece was pulled to move the arm. "Call service" was displayed and the arm could not be moved. Then the arm control was killed, try to use it again but it could not be used, it was assumed the j5 wire was in failure. The procedure was switched to a manual and completed. After procedure the auto arm check was performed but error was displayed and could not be done. Mako was not used but navigation was used. The service staff found the wire at j5 was loose, then he repaired it after the procedure. Update from duplicate pi - (B)(6) 2020 - bp: rob 669 mps ono reported that no movement arm with error during operation. Case type : tka. Update: surgical delay 10min¿. Product evaluation and results: the field service engineer reported: case number: not reported. Problem reproduced? Yes. Trouble shooting notes: none. Work performed: I adjusted j5 transmission cable and needed to perform kincal work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review of the device history records associated with rob669 indicate that on (B)(6)2017 quality inspection procedures were completed with no reported discrepancies. Complaint history review a review of complaints in trackwise related to p/n (B)(4), rob669 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed by the field service engineer. J5 transmission cable was adjusted and kincal performed system is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During tka, after cutting tibia, when cutting distal end of femoral bone, the arm was locked and could not be controlled, as the arm j5 was vibrated near the cut plane. It could be moved but locked in the middle of the way when the trigger of the mics handpiece was pulled to move the arm. "Call service" was displayed and the arm could not be moved. Then the arm control was killed, try to use it again but it could not be used, it was assumed the j5 wire was in failure. The procedure was switched to a manual and completed. After procedure the auto arm check was performed but error was displayed and could not be done. Mako was not used but navigation was used. The service staff found the wire at j5 was loose, then he repaired it after the procedure.